Event description:
The reporter indicated that a 13.2mm vticm5 13.2 implantable collamer lens of -4.0/1.5/63 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2021. Refractive surprise was observed. The lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).